Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing knee pain. X-rays indicate that the articular surface has fractured.